Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available, omnipod software app version: 3.1.6, operating system: tp1a.220624.014.g781vsqskhyh1, hardware: sm-g781v, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that an allergic reaction causing excessive itching and skin discoloration of dark brown marks had occurred at all application sites, including where the adhesive, sensor, and device are placed. Pod wear duration and site location were not reported. Symptoms began 1 day into usage. Patient visited physician and was prescribed a steroid treatment.